Manufacturer narrative:
The insulin pump was received with the reservoir tube lip completely broken off, a missing reservoir tube lip o-ring, cracked case near display window corners and minor scratches on display window. The test reservoir does not stay locked in place due to reservoir tube lip damage.

Event description:
The customer reported via phone call that the top of the reservoir compartment was damaged and she was unable to place a reservoir into the insulin pump; the reservoir would not stay locked in place. The patient's blood glucose at the time of incident was 101 mg/dl. The customer did not know how the damage occurred. The insulin pump was returned for analysis.